Event description:
It was reported the patient had received a low battery flag. The sjm representative met with the patient and determined through programmed parameters the issue was likely passivation. The low battery flag was cleared successfully.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.